Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) male patient with a large physique had impella 2.5 pump inserted in the left femoral for myocarditis / cardiogenic shock (cgs). The patient had leg ischemia during pump support as there was coldness in the lower limb; tactile and doppler were poor. Interventional treatment was needed including forward puncture, percutaneous bypass and as a result the patient recovered.